Event description:
The manufacturer received information alleging an changes pressure and still blows out air a lot of air. Causing a lot of pressure on his chest. Feels like hes breathing something in, causes him to puke, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.